Event description:
The customer reported seeking an urgent care due to her high blood glucose of 386 mg/dl, and she has been treated with manual injections. Initially, the customer called requesting assistance with adjusting her basal rates. Troubleshooting was performed. The customer stated that she was vomiting, had stomach bug and bent cannula. The caller mentioned being in a car accident, but she was not the driver. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.